Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported e117 error was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: no image with e226 error. Based on the results of the investigation, it is presumed the likely cause of the no image with e226 error is traced to plug unit failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited an image problem when connected to the column, resulting in error e117. There were no reports of patient harm.